Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted and replaced. The leads were returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. (B)(4).